Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (hypertension and chronic kidney disease) may have contributed to the calcification. Due to limited information available, the cause of death and relationship to the device is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 7 years and 3 months after a transfemoral tavr procedure with a 26 mm sapien 3 valve, an echocardiogram demonstrated severe stenosis with a valve area index of 1.1cm2, moderate to severe aortic regurgitation, moderately calcified leaflets, and a mean gradient of 50mmhg. The perceived root cause of the stenosis and regurgitation was severe prosthetic valve degeneration. The patient presented with shortness of breath with minimal exertion and intermittent bilateral lower extremity edema. The patient was being worked up for a valve in valve procedure but passed away prior to scheduled testing. Despite multiple investigational attempts, additional details regarding the patient's death (including cause of death and date of event) remain unknown due to the limited information provided.